Event description:
It was reported that oversensing was observed on the ventricular channel. Programmed parameters were not available and further investigation is required. No further information.

Manufacturer narrative:
(B)(4).